Event description:
The complaint received states that during advancement to the target site, the enterprise vrd and delivery (enc452212/10123421) prematurely deployed. The procedure was coil embolization assisted with the vrd for internal carotid artery aneurysm. During the procedure, an unspecified prowler select plus (catalogue and lot unknown) was delivered to m1 segment of middle cerebral artery. Then, the physician was advancing the vrd in the prowler select plus, but at that time, angiography was performed, and it was noticed that the entire vrd had already exposed and deployed from the microcatheter tip because he did not recognize the correct position of the reference marker of the deliver wire. And so, it was decided to place the vrd. Then, a 2nd vrd (catalogue and lot unknown) was navigated through the 1st vrd strut and was deployed along the target aneurysm in the proximal site of the 1st vrd. The distal portion of the 2nd vrd was overlapped with the 1st vrd and the aneurysm neck was entirely covered with them. After that, the coil embolization was performed. No issues noted. Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. During the procedure, jailed technique was utilized, no information regarding the vessel/aneurysm was provided.. The complaint product is unavailable for evaluation. No additional information is available and procedural images are not available. There was no patient injury/complications reported.

Manufacturer narrative:
Per lake region report c 13,257: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10123421. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the reported information, the reported difficulty positioning the enterprise vrd was related to the heavily tortuous vessel characteristics. With review of the reported information there is no indication of any device manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.